Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.